Manufacturer narrative:
Additional information/correction:lot number. Additional information: one single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further inspection revealed a hole in the body of the bag near the port tube. A functional leak test was performed and a leak was observed near the port tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 3l eva empty bag leaked through the administration port seal. This occurred prior to patient use. There was no patient involvement. No additional information is available.